Event description:
It was reported that after administration of the first cc of lifepearl, loaded with doxo, the patient went into anaphylactic shock with cardiorespiratory arrest and hospitalization. The patient condition was reported to be "continue hospitalized recovering from cardiopulmonary arrest."

Manufacturer narrative:
The device was used on the patient and is not available for return to the manufacturer. Imaging or medical notes were not provided. The event as described could not be confirmed. If more information is received at a later date, an investigation will be performed and supplemental report will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. Correction: report type in section h has been corrected to "serious injury".

Event description:
No additional information received regarding the event.